Event description:
According to the reporter, while transecting the stomach on a laparoscopic roux-en-y gastric bypass on (B)(6) 2017, the instrument began to angulate after introducing into the abdominal cavity and not using the functional button. When the surgeon wanted to do an action, the device did not do command such as open, close, angulate and rotate. After opening the loading unit, the blue button was pulled back to unlock the loading unit. In this moment the device begins to rotate and angulate. Second reload's jaws was also locked on the tissue and wait some seconds and press the button again to open it. They changed the instrument and the power shell to resolve the issue in order to complete the case. There was no patient injury.